Event description:
Information received by medtronic indicated insulin pump stopped working. Customer reported insulin pump had multiple pump error alarms. Troubleshooting was performed and the customer reported they were able to clear the alarm and was able rewind insulin pump. Customer declined troubleshooting. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 3 in pump downloaded history on (B)(6) 2022 at 15:29:01.000 and pump error 54 in pump downloaded history on (B)(6) 2022 at time 15:28:59.000 with line number = 1421 and file number = 32122 and esf# = 3010978 due to software error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, stained keypad overlay and pillowing keypad overlay. Confirmed pump error 3 and 54 due to software error medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.